Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device could be fired properly till the third firing. The device was once removed from the patient to use another instrument. When the device was fired again after a while, the doctor felt a difficulty in grasping the trigger, so the device was removed from the patient before the fourth firing. When the device was fired without tissue outside the patient, the clip was not fed into the jaw properly and the clip was malformed. The device was fired four or five times outside the patient, and then the clip began to be formed properly. As the device began to function properly, it was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The clips were evaluated with the funnel gage and they were conforming according to our manufacturing specifications. In addition, the device locked out as intended, but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)